Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services reviewed the case and indicated the issue could be related to an incomplete lead insertion, impairment of the lead or other issue involving the sense b circuit. Troubleshooting was recommended to confirm any electrode anomaly. However, it was decided to explant the whole s-ICD system and implant a new one. This implantable electrode was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services reviewed the case and indicated the issue could be related to an incomplete lead insertion, impairment of the lead or other issue involving the sense b circuit. Troubleshooting was recommended to confirm any electrode anomaly. However, it was decided to explant the whole s-ICD system and implant a new one. This implantable electrode is expected to be returned for analysis. No additional adverse patient effects were reported.